Event description:
It was reported that a patient underwent gynecological procedure on an unknown date and mesh was used. The patient reports unspecified post operative complications and that the mesh needs to be removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - undefined complication occurred. Device (B)(4) - undefined complication occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).